Event description:
It was reported to nova biomedical that a consumer's blood glucose meter switched units of measure from mmol/dl to mg/dl. The meter in question was returned for evaluation.

Manufacturer narrative:
Nova biomedical received meter. After visual and electrical blood glucose meter testing, according to our testing protocol, this complaint has not been confirmed. Meter was within product specifications.